Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image is consistent with the alleged issue of broken cable. Per failure analysis engineer (fae), it appeared that the grip cable was broken on the instrument.

Event description:
It was reported that during a da vinci-assisted tracheobronchoplasty surgical procedure, the robotic mega suturecut needle driver instrument was in use by the surgeon while sewing in the mesh. The surgeon was in the process of turning the piece of equipment inside the patient when the wire broke. The issue was witnessed on the tv screen by the physician assistant and the nurse. The mega suturecut needle driver was immediately removed and replaced with a new one. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred when the surgeon was about to suture the mesh to the trachea. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. One cable was observed protruding from distal end. As soon as the cable was visible, the instrument was taken out immediately and replaced with another instrument of the same kind. When opening the jaw to grasp the suture needle, the cable snapped. There was a protruding cable that controls opening/closing of the jaws. There was no protruding cable that controls up/down motion of the wrist. No fragment fell inside the patient.